Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was pretreated with local topical anesthesia and injected in the face with roughly 3mls of skinvive by juvéderm® with a 32g 4mm needle. Post treatment was warm compress. After injection into the left prejowl area, blanching of the skin was noted. Capillary refill was sluggish. "Vascular occulsion" and "tissue pallor" also noted. 1500 units of hyaluronidase were injected with 1ml of 2% lidocaine there was some resolution, but event ongoing.